Manufacturer narrative:
(B)(6). Date of report: 13aug2019.

Event description:
The customer reported burning odor. Unit also has a 100a code logged from around time of incident. (E/c 100a-(data acquisition) da pcba (analog to digital converter) adc reference failed). The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.

Event description:
The customer reported burning odor. The unit also has a 100a code logged from around time of incident. (E/c 100a-(data acquisition) da pcba (analog to digital converter) adc reference failed). The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.

Manufacturer narrative:
Date rec'd from MFR: 24oct2019. The customer replaced the data acquisition (da) board to address the reported problem. The unit successfully passed the required performance verification test. The (data acquisition) daq (assy,pcb,data acq, v8000) was returned to failure investigation (fi) for evaluation. No visual anomalies were noted. No burning or smoke odor noticed. The daq system will be installed into the fi test ventilator. The ventilator remained operational with no errors detected. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.